Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received inappropriate shock for atrial fibrillation with rapid ventricular rate that fell within the ventricular tachycardia detection zone. Device was reprogrammed and medication was increased. Ablation procedure was discussed.

Manufacturer narrative:
Date of event should have been (B)(6) 2017 rather than (B)(6) 2017.